Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2022).

Event description:
It was reported that during a stent placement procedure, the device allegedly failed to deploy. The device was removed and the stent was tried to be deployed manually but the string inside the system was not found to be attached to the handle. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation, and it was confirmed that the covered stent could not be deployed. The slide block inside the delivery system - a force transmitting component - was no longer connected to the proximal sheath. Based on the condition of the sample it is concluded that the slide block getting disconnected, led to the reported impossibility to deploy the covered stent. Based on evaluation of the sample the inability of an adhesive joint (slide block/tether/diving sheath) to withstand tension force during deployment is confirmed. The definitive root cause could not be determined based upon available information. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instructions for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to bond joint failures, failure to deploy or high deployment forces. Regarding correct deployment the instructions for use states "maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension." Regarding preparation the instructions for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure, the device allegedly failed to deploy. The device was removed and the stent was tried to be deployed manually but the string inside the system was not found to be attached to the handle. The procedure was completed using another device. There was no reported patient injury.